Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files confirmed the reported issue. The customer stated that the AED failed to provide audible voice prompts. Log file review determined that the device began issuing service code 250, which indicates a speaker failure. Although the customer was requested to return the device for further evaluation, the AED has not been returned to the manufacturer. As a result, the root cause of the speaker issue could not be determined.